Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 40 mg/dl. Customer stated that the blood glucose did not rise despite of treatment. Customer also stated that she went through airport security body scanner when she was traveling. Nothing further was reported.